Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that they first started experiencing the problems several months ago. The circumstances that led to the right side ins being off were that it was expired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their movements are bad, and that it is hard to hold things and talk on the phone. It was stated that they "can't do this now." It is unknown when the event occurred and if any troubleshooting was performed. Follow-up information was received from the patient, reporting that their right side ins was off, and that surgery was scheduled to replace the device on (B)(6) 2017. No further patient complications have been reported as a result of this event. The patient's indication for implant is dystonia and movement disorders.